Event description:
Paramedics attempted to use the device in the AED mode on a person diagnosed in cardiac arrest. The device allegedly displayed a connect electrodes alarm and the pt's ECG rhythm was not displayed. The operator cycled power to the device. The device again reportedly failed to display the pt's ECG and continued to display the connect electrodes alarm. After cycling device power a third time, the pt's ECG was displayed and an automated ECG analysis was performed. A shock was advised and delivered to the pt. The pt was not resuscitated. The device operator indicated the reported malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.